Event description:
During the procedure, the scp control panel froze. The perfusionist hand cranked while the unit was changed out. The case continued without further incident. There was no report of pt injury.

Manufacturer narrative:
A follow-up report will be forwarded when pt info is available. The serial number will be forwarded when available. The mfg date will be forwarded when available. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). During the procedure, the scp control panel froze. The perfusionist hand cranked while the unit was changed out. The case continued without further incident. The service rep performed a preliminary eval on site and decided to return the control panel to sorin group (B) (4) for analysis. Upon receipt, a follow-up report will be forwarded when the eval is complete. The perfusionist hand cranked the pump prior to change out. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage.